Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered coming out of the device forceps channel. The customer's originally reported issue of a leak was confirmed with the discovery of a pinhole in the forceps channel. The following additional findings were also noted: bending section cover adhesive crack, probe submersion, treatment tool insertion failure, image guide corrugated pipe scratches, insufficient angulation, angle knob play, switch 1 scratches, sound missing line, missing probe, and a scratch on the device grip. The customer later confirmed that that they had not cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the customer did brush the instrument channel and flushed the device with water, they wiped the instrument channel with clean lint-free cloths, and there were no abnormalities reported in the accessories used for reprocessing the device. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that their evis lucera ultrasound gastrovideoscope device leaked. Upon inspection and testing of the returned unit, it was discovered that foreign matter came out of the device forceps channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the foreign object could not be removed due to physical damage to the scope. However, olympus could not identify the foreign matter, or the cause of the material remained in the scope from the information obtained. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "·chapter 6 application and conditions of cleaning, disinfection and sterilization ·chapter 7 cleaning, disinfection and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
On 24feb2023, a response to additional information regarding the event was received. The date of occurrence was (B)(6) 2023, the issue was discovered during a pre-use inspection, the intended procedure was a fine needle aspiration which was being performed for diagnostic purposes, and the procedure was completed by replacing the equipment.